Event description:
The customer reported that system locked up and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply and the cpu battery. The system operates as intended.